Event description:
It was reported that 4 bd maxguard flow controller extension set with needleless y-site(s) were unable to unclamp the tubing. The following information was provided by the initial reporter: when I stepped in to do someone's IV, the flow meter was very resistant to turning from open which is how they arrive to the designated flow. With force was able to change the rate.

Manufacturer narrative:
Initial reporter facility name: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 4 bd maxguard flow controller extension set with needleless y-site(s) were unable to unclamp the tubing. The following information was provided by the initial reporter: when I stepped in to do someone's IV, the flow meter was very resistant to turning from open which is how they arrive to the designated flow. With force was able to change the rate.

Manufacturer narrative:
H6: investigation summary: thirteen samples were tested, and two samples showed issues with not allowing fluid flow through the flow selector dial of the assembly. The customer complaint of clamp issue / damage related to clamp was verified by investigation. The samples were connected to a sample primary infusion set with an initial flow rate of 100 ml/hr. The sample's dial was set to 250 ml/hr to allow for the low flow provided by the pump. The outlet of the mfs141 extension set was also set to dispense into a graduated cylinder to verify that the dispensed volume of liquid was as expected. If the sample showed no issues with flow at 100 ml/hr, the flow rate was increased to 250 ml/hr to match the manual dial setting and the set was monitored for any leakage or occlusion. Eleven of the samples passed with no issues. Sample #1 (used with no packaging) was tested at 100 ml/hr and did not allow for any flow. The set was then disconnected from the primary set and a syringe with water was attached to see if there was any flow. Excessive pressure was applied to the syringe causing the sample to flow but created a large leak in the dial assembly. Sample #2 also showed occlusion when attempting to flow at a 100 ml/hr rate. A device history record review for model mfs141 lot number 22039077 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 04mar2022. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The root cause for the issue seen in this complaint is an issue with the construction of the flow control valve. Upon supplier investigation it was found that the internal gasket of the flow control valve becomes misaligned when turning the control valve, causing for occlusion and inaccurate flow as seen in the investigated samples. Corrective actions have been implemented at the supplier level in order to correct the issue. The flow control valves used in these assemblies were created prior to the corrective actions having been implemented. Upon supplier investigation it was found that the internal gasket of the flow control valve was misaligned causing for occlusion and leakage seen at the flow control valve location. Corrective actions have been implemented at the supplier level in order to correct the issue. H3 other text : see h10.